Event description:
This distributor became aware of an event that occurred involving a percutaneous feeding device. It was indicated a portion of the introducer catheter detached into the patient during placement. Retrieval was unsuccessful as the detached segment was lodged in the abdominal walls. No further retrieval attempts were made. The patient was placed on intra-venous antibiotics.